Manufacturer narrative:
Additional information: a2, b5, d4 correction: h6 (medical device problem code and component code) plant investigation: the sample was not available for evaluation. However, photos and a video were provided for review. The photos and video showed that some blood had leaked from the gas exchanger. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Therefore, the retention sample analysis was not done. No nonconformities were found during review of the manufacturing records. As no sample was available, a cause for the described failure could not be determined. Although the oxygenators are 100% leak tested, leaks may occur in few cases due to adverse environmental conditions, friction between the fibers during use, or mechanical stress during transportation.

Event description:
A user facility reported that a leak occurred while a patient was on extracorporeal membrane oxygenation (ECMO) support. The leak, which was reported as "blood mixed with fluid", was observed in the co2 outlet port. In addition to the leak, air bubbles were seen, and a small clot was observed near the water outlet port. The circuit was replaced with a different one immediately following these observations. Due to the events, the patient experienced less than 500 ml of blood loss. The sample was not available to be returned for evaluation. A photo of an oxygenator (presumably the one used for treatment) was provided for review. In the photo, blood residue is present within the oxygenator and the label is being displayed. In addition to the photo, a video clip was shared where fluid can be seen slowly leaking (or dripping) from a port on the underside of the oxygenator. Additional information was received indicating the circuit had been in use for twenty-seven days when the leaking was first noticed. Air bubbles and the clot were observed on opposite sides of the gas exchanger compartment. The air bubbles were seen at the gas outlet, and the clot was noticed near the connections for the water circuit. There was no leaking during the priming of the circuit. No visible defects were seen at the leak location. There were no novalung console alarms associated with the reported event. To resolve the reported issue, the circuit was exchanged. Treatment was continued on a different console with a newly primed kit. There was no serious injury or harm for the patient other than hemodilution and blood loss. The patient did not require any medical intervention due to the blood loss.

Event description:
A user facility reported that a leak occurred while a patient was on extracorporeal membrane oxygenation (ECMO) support. The leak, which was reported as "blood mixed with fluid", was observed in the co2 outlet port. In addition to the leak, air bubbles were seen, and a small clot was observed near the water outlet port. The circuit was replaced with a different one immediately following these observations. Due to the events, the patient experienced less than 500 ml of blood. The sample was not available to be returned for evaluation. A photo of an oxygenator (presumably the one used for treatment) was provided for review. In the photo, blood residue is present within the oxygenator and the label is being displayed. In addition to the photo, a video clip was shared where fluid can be seen slowly leaking (or dripping) from a port on the underside of the oxygenator. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.